Event description:
The customer reported occlusion alarms. There was no adverse impact on their blood glucose level. The customer resolved the issue by changing the insulin cartridge and resuming insulin delivery.